Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1811011. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-14. Medical device lot #: 1804008. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: customer says they are having problems every now and then trying to inject out the solution they have in the syringe into different vials when using nacl. It is almost as if the needles are clogged.

Event description:
It was reported that bd eclipse¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: customer says they are having problems every now and then trying to inject out the solution they have in the syringe into different vials when using nacl. It is almost as if the needles are clogged.

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 305895 lots 1811011 and 1804008 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A device history review was conducted for lot numbers 1811011 and 1804008. Our records show that all production and quality processes were carried out normally. During the cannula assembling process needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. The needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process every 30 minutes. It was noted that the needles were contaminated with a chemotherapy drug and could not be accepted for evaluation. At this time, no corrective actions are required at this time.